Manufacturer narrative:
Please note that an attempt was made to obtain additional details from the reporter who indicated all of the available information was submitted in the report to the FDA. As reported via a voluntary medwatch, a trapease inferior vena cava (ivc) filter was found to be fractured. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿filter fractured¿ could not be confirmed as the device was not returned for analysis, nor were procedural images provided for review. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number was supplied a phr could not be completed. According to clinical study data and a review of published literature, although not intended as a mitigation of risk, supports the safety and performance of vena cava filters when used as intended. The safety profile and types/incidences of complications reported in the literature were consistent with hazards identified in the product risk assessments, with reported complaints since product introduction worldwide, and with known hazards identified for these types of devices. Although reports of adverse clinical sequelae from filter fractures are rare, filter fracture is a potential complication of vena cava filters during both deployment and implantation. Anatomic locations that create concentrated stress points from filter deformation resulting in nitinol fatigue (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, tortuous anatomy or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Due to the paucity of clinical information and images provided regarding the filter, the exact etiology of the filter fracture cannot be definitively determined. According to the safety information in the instructions for use ¿complications procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during the procedure. Possible procedure complications include, but are not limited to, the following: filter fracture. Possible longer-term complications associated with filter implantation include, but are not limited to, the following: filter fracture.¿ the very limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported via a voluntary medwatch, a trapease inferior vena cava (ivc) filter found to be fractured. The device will not be returned.